Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump alarms no disposable. Alarm was resolved after the infusion was stopped and restarted. No further details provided. No injury reported.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.d5 is unknown. No information has been provided to date.